Event description:
Procedure type: thoracic. According to the reporter: during attempting stapling of a large lingular branch of the left pulmonary artery the stapler got stuck. The proximal edge of the stapler was very close to the origin of the vessel and therefore difficult to get proximal control. This was eventually accomplished with vascular clamp and the surgeon was able to excise the stapler out safely. Pulmonary arteries are very fragile and therefore had potential for severe harm to the patient. No extension of surgery time by more than 30 minutes, no blood loss of more than 250 cc, no extension of the incision of more than 1 inch, no unanticipated or irreversible damage to vascular tissue, nothing fell into patient cavity.

Manufacturer narrative:
(B)(4).